Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that prior to using the bd ultra-fine¿ 3/10ml insulin syringe that the scale was misaligned. The following information was provided by the initial reporter, translated from japanese to english: an animal owner pointed out that the scale was misaligned.